Manufacturer narrative:
This is the 1st of 2 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2020-00664 the device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there was no stock product from lot# 6016497 available for review. Investigation methods/results the returned implant was verified to be an inclusive tapered implant 5.2 mm x 8 mm x 4.5 mm using radiographic template, instead of 5.2 mm x 10 x 4.5 as customer reported. Customer did not return the reported implant for investigation. Follow up with customer but no response (see diligence log #02444). Root cause "loss of osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the loss of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in contraindications section: "inclusive dental implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: uncontrolled parafunctional habits[?]." In this case, the patient was reported having bruxism as a parafunctional activity. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor.

Manufacturer narrative:
The device has been returned but not yet investigated. Once the investigation has been completed a supplemental report will be submitted. The implant site was asked but is unknown. Once the information is available a supplemental report will be provided. The patient's age was provided. However the age at the time of event is unknown. Date of birth was asked but not provided. The patient's race was asked but not provided. (UDI): UDI is not applicable - the device was manufactured before UDI was implemented. This is the 1st of 2 failed implants reported on the same patient. The following manufacturer reports for the remaining implants: 3011649314-2020-00585.

Event description:
It was reported that an inclusive tapered implant has failed. The patient has bone type iii. The patient has a history of hypertension, anxiety, mental depression and bruxism. The patient presented on (B)(6) 2016 for primary procedure on an unknown tooth location. On (B)(6) 2020 the patient returned with complaints of pain. Upon examination, the provider notes a "loss of osseointegration". It was at that time the device was removed. The provider states the patient current status as "satisfactory".